Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had confirmed that the issue could only be resolved by the customer's biomeds, who handle all onsite repairs as a patient support programs customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.1 had failed frequently and was unable to recover. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.